Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(4) 2013, resulting in fixture loss. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
Per the surgeon, the patient was reimplanted with a new fixture on (B)(6) 2013. This report is filed october 17, 2013. Device unavailable at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed march 4, 2014.